Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 58, 66, 53 and 66mg/dl. The customer's expected fasting blood glucose test result range is 70 to 200mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 147 and 160 mg/dl using true result meter. The test strip lot manufacturer's expiration date is 03/31/2019 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set correctly): a 58mg/dl (B)(6) 2016 12:22 pm fasting: yes. A 70mg/dl (B)(6) 2016 08:05 am fasting: yes. A 66mg/dl (B)(6) 2016 10:24 am fasting: yes. A 53mg/dl (B)(6) 2016 10:55 am fasting: yes. A 66mg/dl (B)(6) 2016 10:13 am fasting: yes. The customer tests on fasting.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Investigation completed and product evaluated:the returned meter and test strips (2 vials) did meet all the testing performance. The product system is functioning properly as intended. Most likely underlying root cause of malfunction:user's test strips had a poor fill.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 58, 66, 53 and 66mg/dl. The customer's expected fasting blood glucose test result range is 70 to 200mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 147 and 160 mg/dl using true result meter. The test strip lot manufacturer's expiration date is 03/31/2019 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set correctly): (B)(6). The customer tests on fasting.